Event description:
It was reported that, following an unrelated surgery where it is unknown if the ipg was placed in surgery mode, the ipg was unable to communicate with external devices. A manufacturer representative met with patient to attempt to repair the ipg but was unsuccessful, deeming the ipg inoperable. In turn, surgical intervention may take place to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.